Event description:
It was reported that during an arthroscopic knee procedure, the pump ran continuously and over distended the leg and thigh with fluid irrigation. The patient was hospitalized for observation. No adverse patient consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but was not yet been received. A follow up report will be submitted upon completion of the investigation.